Manufacturer narrative:
Ni

Event description:
When attempts were made to overlap the stent within a previously deployed stent, the tip of the stent prematurely deployed. The target lesion was the iliac artery, which had neither calcification nor tortuosity. The percentage stenosis is unknown. The stent delivery system (sds) was advanced to the lesion to perform stent-overlapping deployment. It was reported that there was vessel-tracking difficulty with all devices use during the procedure. After the sds was advanced in the mesh of the existing stent, the tip of the outer sheath touched "hook" the existing stent resulting in the tip to slightly come out of its delivery sheath. Therefore, the sds was removed and the procedure was completed without any additional treatment. There was no adverse consequence to the patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.